Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that an oasys polyaxial screw fractured during placement and entered into the patient's canal. The patient experienced a dural tear and the tip of the screw was unable to be retrieved; the procedure was completed with a 90-minute surgical delay. Post-operatively, the patient experienced weakness in the limbs and spinal cord contusion.

Manufacturer narrative:
Device retained by hospital.

Event description:
A company representative reported that an oasys polyaxial screw fractured during placement and entered into the patient's canal. The patient experienced a dural tear and the tip of the screw was unable to be retrieved; the procedure was completed with a 90-minute surgical delay. Post-operatively, the patient experienced weakness in the limbs and spinal cord contusion.